Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Suspected cause was due to the pump software not suspending insulin. A system check was performed and it was found that the customer did not have the pump software turned on during the event. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.